Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for two patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. Subsequent analysis of the patients¿ samples, on an alternate unicel dxc 600i system, produced lower results within the normal reference range. The laboratory has a protocol to retest any initially elevated troponin results prior to releasing the values. The initial results, for both patients, were released out of the laboratory. The customer is not aware of any impact to patient safety. There has been no report of patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) and system check were within specifications at the time of the event. The patients¿ samples were collected in green top plasma tubes and no sample issues were noted. The laboratory filters the samples prior to analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, which failed to pass within instrument specifications for the aspiration portion. The fse replaced the aspirate probes in response to the high sensitivity system check. The fse also proactively replaced the mixer pulleys, drain tubing, and wash valve kit. System verification testing (high sensitivity system check, system check, and quality control) was within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, faulty aspirate probes are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.